Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannula was received and was visually inspected. Results: the inspection revealed that both the tubing and the grip of the opt844 were pulled out of the connector. Conclusion: the cannula would not have passed testing on the production line in a damaged condition. From the nature of the damage it appears likely that it was caused by pulling on the tube with udue force. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt844 contain the following warning: do not crush or stretch tube.

Event description:
A hospital in the (B)(6) reported that the tubing detached from an opt844 nasal cannula after six hours of use on a patient. No patient consequence was reported.